Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/9/2021. H.6. Investigation: one open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No.320559. A functionality test was carried out on the returned sample no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that 1 pen ndl 32g 4mm pro outer cover was loose and 1 would not detach. The following information was provided by the initial reporter : the customer reported the outer cover was loose and the pen needle could not be detached from the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 1 pen ndl 32g 4mm pro outer cover was loose and 1 would not detach. The following information was provided by the initial reporter : the customer reported the outer cover was loose and the pen needle could not be detached from the pen.